Event description:
Patient reported left side capsular contracture baker grade unknown and exchange from textured to smooth and experiencing soreness. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ pain: unable to observe as it is a medical event not related to the device. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed deformation on the device. ¿ white calcification observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Patient reported left side capsular contracture baker grade iii and exchange from textured to smooth and experiencing soreness. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d2, d6b, g1, h6.

Event description:
Patient reported left side capsular contracture baker grade iii and exchange from textured to smooth and experiencing soreness. Device has been explanted.